Event description:
Same case as MDR# 6000089-2006-00802; during a coronary artery drug eluting stenting treatment procedure a vessel rupture occurred. The physician performed ptca in the left anterior descending (lad) and implanted two taxus express2 drug eluting stents sizes 3.0x28mm and 3.5x24mm. The lesion was a moderately calcified, 80% stenosed, 3.0 mm diameter segment of the lad. The lesion was predilated using a 2.5x20 mm maverick2 balloon inflated to 12 atmospheres for 6 seconds. It was reported that the second stent (2.5x24mm) was "oversize choice" and after implantation the vessel ruptured. The patien received heparin during the procedure. The patient was in the intensive care unit. Additonal information has been requested.